Manufacturer narrative:
(B)(4). The device is not available for investigation.

Event description:
It was reported that a nurse at (B)(6) has had a problem with the inner cannula sticking. Recannulation was not required. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. The manufacturing controls and guidelines were reviewed and found acceptable to identify the reported malfunction. The customer complaint cannot be verified. The device history record was reviewed and no nonconformity reports for the reported failure mode were identified.